Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed to resolve the issue. Additionally, it was reported that a cartridge alarm 16 occurred during the loading process. Reportedly, customer had loaded the cartridge with cold insulin. The pump was reset and a new cartridge was loaded to resolve the issue. As a result of these issues, customer's blood glucose (bg) level was "high" per continuous glucose monitor readings and was addressed with a correction bolus.